Event description:
The physician claims that a ptfe graft was implanted for a femoral-popliteal bypass procedure in 2008. Two days later, fifteen days prior, the graft had thrombosed and the physician had to re-intervene and perform a thrombectomy, through a transverse graftotomy. While trying to close the graft opening, the physician had difficulty, as each stitch resulted in a graft tear. Eventually, the physician resected a segment of the graft and performed an end to end anastamosis, which also proved to be extremely difficult. It was reported that the pt is doing well and the graft remained implanted. Add'l info rec'd 3nov2008: the device used in the procedure was a 6 mm x 70 mm exxcel thin wall ptfe graft, lot # 11681258. It appears, at this time, that no further info will be forthcoming regarding this event. If add'l info is obtained it will be reported in a f/u report.

Manufacturer narrative:
The device remains implanted and is not available for eval, therefore, the physician's experience with this device can not be confirmed or denied. Following our investigation, based upon the above, our conclusion to the most probable root cause is undeterminable at this time. We will, however, continue to monitor this type of event to identify adverse trends. Note: items marked "ni" are not attainable at this time. Should such info become available, it will be included n a f/u report. The device history records for the batch were reviewed. All mfg and qa testing was carried out in accordance with our standard procedures. The device history record for this batch shows that the prod met its specs at the time of release to distribution - there are no similar incidents against this batch. There is no increase in the frequency or severity as indicated via an anticipated or known failure mode based upon risk documentation and/or historical trending.